Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the user checked the IV line prior to starting a taxol infusion and found it was loose and leaking a scant amount of saline. The connection was tightened and reinforced with tape. Later during the taxol infusion there was a scant amount of leaking again at the connection and a small amount of taxol was on the patient's skin. The skin was cleaned, the connection re-tightened, and there was no further leaking. The patient had no complaint of skin irritation; no medical intervention was required.